Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the patients lead explant procedure; the last power on reset per ipg log occurred on (B)(6) 2020 the day of the lead explant. There is guidance noted in the clinicians manual (arten600017307 rev b; page 2 electrosurgery) concerning the use of electrosurgery devices.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during an elective lead replacement procedure, the ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Issue resolved.